Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 700 mg/dl. Customer report they alleging possible pump under delivery. Customer reported other blood glucose values were 400 mg/dl, 350 mg/dl, 600 mg/dl, 580 mg/dl, 590 mg/dl, 542 mg/dl and 520 mg/dl. The customer did not provide any symptoms regarding to high blood glucose. The customer was treated with manual injection, insulin pump and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. (B)(4).